Event description:
It was reported that this right atrial (ra) lead exhibited noise consistent with lead issue. The noise was short lived, hence no pauses was noted on the ra channel greater than two seconds. The impedance measurement had also dip from 500 ohms to 413 ohms. The health care professional (hcp) planned to increase the atrial sensitivity until the lead issue can be addressed. To date, the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).